Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information provided by the customer. Serial number remains unknown; manufacturing date (h4) cannot be provided and unable to review device history record. The exact root cause could not be determined. The investigation could not determine the failure as the subject device was not returned. Olympus will continue to monitor the field performance of this device.

Event description:
The device was being serviced by a biomedical engineer after all the procedures had been completed for the day. A lamp was replaced, and the lamp hours were reset.

Event description:
The customer reported to olympus, the front panel lights of the evis exera iii xenon light source were blinking constantly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to check the slide of the socket of the clv-190 at the 12 o'clock position to see if it's stuck pushed in. Tac also instructed customer to see if the slide gets stuck again after pushing it the rest of the way in the socket. If it does, the clv-190 will need to be repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Information has been obtained and provided in reference to e2, e3, and g2. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the slide switch being stuck/pushed in. Olympus will continue to monitor field performance for this device.